Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. (B)(4) also found that there were foreign substances inside the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the scope communication error b30 occurred intermittently and the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.